Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pacemaker dependent patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator exhibited backup vvi operation. The patient was brought to the clinic for further evaluation. The device could not be interrogated and gave a message that the device was in backup. The patient was feeling fatigued and sluggish. After device download, normal device function resumed.

Event description:
New information noted that the patient was in satisfactory condition post device download.